Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that staphylococcus aureus was detected from the exit site culture. Treatment with ampicillin/sulbactam (abpc/sbt) was initiated, and since bloodstream infection was not confirmed, therapy was switched to oral minocycline (mino). The patient was discharged approximately two weeks later.

Event description:
It was reported that the patient had a bacterial infection in driveline area on (B)(6) 2020. The patient was readmitted due to infection from (B)(6) 2020 to (B)(6) 2020. A surgical procedure was performed. Treatment with drug therapy was performed. The cause of the infection was because the patient did not follow the device management instructions.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(4) affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.